Event description:
Patient allegedly received an implant on (B)(6) 2018 via the right common femoral vein due to ts/motor vehicle accident (mva), followed by an unsuccessful retrieval attempt on (B)(6) 2018 and a successful retrieval on (B)(6) 2018. Retrieval report (attempted): "indications: this is a [patient] involved in a mvc in april. [Patient] was found have metastatic prostate cancer and a large caval thrombus. An ivc filter was placed. [Patient] is now on anticoagulation. [Patient] had an attempted filter retrieval at an outside institution which was unsuccessful resulting in straightening of the hook." "An inferior venacavogram was done demonstrating slow decrease in the chronic [caval]thrombus and no thrombus in the filter. A filling defect around the hook was noted likely representing intimal hyperplasia." "Slowly decreasing size of chronic caval thrombus. New intimal hyperplasia around the hook of the filter." "Unsuccessful ivc filter retrieval secondary to intimal hyperplasia at the previously straightened filter hook." Retrieval report (successful): "the filter could not be released. Therefore the sheath and the filter were removed together. At this point, the patient became progressively tachycardic and hypotensive. The right internal jugular vein was reaccessed and a sheath placed. A pigtail flush catheter was advanced into the ivc. A repeat venacavogram demonstrated poor antegrade flow through the heart but no extravasation. Concern was raised for pericardia! Tamponade. A code was called the patient then became bradycardic. CPR was initiated and the patient went into pulse less electrical activity arrest. [Doctor] of cardiology was able to place a pericardial drain and aspirated 120 ml of clotted blood. The patient improved hemodynamically with normalization of blood pressure and mild tachycardia. The pericardial drain was left in place. The right ij sheath was also left in place. The patient was then transferred to the ICU." "Complex supra renal ivc filter retrieval. The filter was completely retrieved although the procedure was complicated by pericardial tamponade which improved after pericardial drain placement."

Manufacturer narrative:
Investigation: the following allegations have been investigated: embedment, difficult/complex retrieval (w/ additional intervention), bent hook. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported bent hook is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as a cook gunther tulip filter. Reporter occupation: non-healthcare professional. PMA/510k: k172557. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2018. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."